Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the photograph that was provided for investigation. The photo displays the IV catheter attached to an external device with a luer lock attached to the adapter. The IV catheter exhibited evidence of use. No leaks were found in the provided photo. Without the physical device the reported complaint cannot be confirmed from the provided photo. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing-related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global poor connection with leak. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about leakage from connections during use. It was reported that the connection with the jms extension tube is not engaging properly and has been leaking out.